Event description:
Per letter from attorney, the patient underwent a shoulder procedure in 2007, where a stryker painpump was placed for post operative pain. The patient now alleges that they have chondrolysis and as a result underwent a third procedure in 2008, for a partial shoulder replacement.

Manufacturer narrative:
The device was not returned for evaluation. In addition, no lot number information was provided.